Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ten days post implant of the implantable pulse generator (ipg) system, the patient complained of pocket stimulation. The ra lead was also noted to be dislodged and was revised successfully. It was also noted that the ra lead was wrapped around the ipg and twiddler's syndrome was suspected. No further patient complications have been reported as a result of this event.